Event description:
The customer called for help with her contour meter. While troubleshooting, it was discovered the customer's meter display was missing segments. The customer was not aware of the missing segments, but no adverse events were alleged. The meter is to be returned for eval. A replacement meter was sent to the customer.